Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening curved on anterior. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, striated opening on anterior, non-penetrating nick, stress marks and crease fold. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. An opening crease sharp on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: b5, d1, d4, d6b, d9, h3, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.